Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1606200500, 510k # k131321; UDI#(B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient implanted with a rod undergoing the replacement of the broken rod. It was reported that the initial surgery of posterior fixation (t10-il)l2/3plif l5/splif occured on (B)(6) 2018. The rod broke on an unknown date and it is planned to perform a revision surgery for replacing the broken rod on (B)(6) 2020. The patient experienced lower back pain. In the doctor's opinion, the relationship between the reported event and the use of medtronic products is unknown. No further complications were reported regarding the event.